Event description:
Revision surgery - the cemented 460 stem done in 1999 failed due to cement failure. The cup remained and the liner was replaced with an xalt liner. The surgeon replaced the stem, head, and centralizer with a competitors product.